Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) analysis of performance data collected from the device revealed that the device battery voltage is below elective replacement indicator (eri) as pf (B)(6) 2010 and that eri will be triggered within 3 days. The device was returned and analyzed. The high current drain was confirmed. The exact cause of the anomaly was excessive leakage current internal to the filter capacitor c30.

Event description:
It was reported that the device reached elective replacement indicator (eri) prematurely. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) analysis of the device is in process; the results will be forwarded when available. Analysis of performance data collected from the device revealed that the device battery voltage is below elective replacement indicator (eri) as of 01-dec-2010 and that eri will be triggered within 3 days.

Event description:
Asku